Event description:
Related to MFR report# 2183959-2012-03047. It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc mesh product on (B)(6) 2005 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged, the plaintiff suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, significant mental and physical pain and suffering, emotional injury, permanent and substantial physical deformity, has required and scheduled an additional surgical procedure, and permanent injury.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.